Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), genital haemorrhage ("abnormal, heavy bleeding") and adnexal torsion ("adnexal torsion") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced pelvic pain ("pelvic pain, pain"), abdominal pain ("abdominal pain, pain"), dysmenorrhoea ("painful menstruation, pain during cycle, dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower left quadrant, pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 4 years 5 months after insertion of essure, the patient experienced adnexal torsion (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery ((B)(6) 2015 unilateral salpingectomy,(B)(6) 2015 unilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, adnexal torsion, pelvic pain, abdominal pain, anxiety, depression, migraine, headache, dyspareunia and abdominal pain lower outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexal torsion, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms, was forced to undergo multiple surgical procedures with removal of the essure devices on or about (B)(6) 2015 and (B)(6) 2015. Date(s) of removal: (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received: new reporters, patient demographic information, product indication updated, new events adnexal torsion , migraine, headache, dyspareunia and abdominal pain lower added. Outcome for the event dysmenorrhoea updated to recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (b)(64), the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstruation"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (multiple surgical procedures with removal of the essure devices). Essure was removed in (B)(6). At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms, was forced to undergo multiple surgical procedures with removal of the essure devices on or about (B)(6). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.